Manufacturer narrative:
Corrected data: upon further review, it was noticed that the following information was inadvertently not included; therefore, it is captured in this supplemental report: device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. The following sections have been updated accordingly: section h6: type of investigation: 4109- historical data analysis, 3331 - analysis of production records. Section h6: investigation findings: 213 - no device problem found. Section h6: investigation conclusions: 67 - no problem detected. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) tip of the inserter was defective which was observed when the lens was difficult to advance. The lens was able to be used. Therefore, the iol was fully inserted. There was no patient injury. There was no medical/surgical intervention or additional maneuvers required. Through follow up, it was confirmed that there was no patient injury, no medical intervention, surgical intervention, or additional maneuvers required. Only the lens box is available to return. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.